Manufacturer narrative:
The main device, other components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and lumbar radiculopathy. On 2017-jun-13, it was reported that, during a surgery, the hcp was having difficulty getting the sutureless connector of the catheter off the pump. The healthcare provider cut the catheter near the pump connector site. When the rep tried the connector after the pump was handed to them with the catheter still connected, it "popped right off" for them. They did not think that there was anything wrong with it, but the connector would be returned to the manufacturer for analysis. No symptoms were reported. Additional information was received on 2017-jun-22 from the manufacturer's representative. It was reported that the surgery the patient was undergoing was a routine pump replacement. The connector was shipped on 2017-jun-21 back to the manufacturer for analysis. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8578, (B)(4), implanted: (B)(6) 2011; explanted: (B)(6) 2017; product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-27. The pump was used to deliver hydromorphone [17.3 mg/ml] 11.012 mg/day, fentanyl [433.3 mcg/ml] at 275.80 mcg/day, bupivacaine [20.0 mg/ml] at 12.730 mg/day, and clonidine [218.4 mcg/ml] at 139.02 mcg/day. It was noted in the logs that a 7.6 cm pump connector had been added to a 63 cm proximal catheter segment, resulting in a total length of 70.6 cm. It was indicated that 11.6 cm were removed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
B1- this field was updated to only a product problem. B2- the intervention required check box does not need to be checked. H1- the event was updated from a serious injury to a reportable malfunction. H3-the catheter was returned for analysis. Catheter analysis found no significant analysis. H6- the conclusion code was updated from 11 to 71. If information is provided in the future, a supplemental report will be issued.